Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) was programmed to MRI mode as the patient had presented for an MRI scan. No episodes were recorded during the scan. The staff then attempted to program the ipg out of MRI mode when it was discovered that it had not been programmed to MRI mode as previously intended. No action was required and the ipg remains in use. No patient complications have been reported as a result of this event.